Event description:
The hosp reported that while working on the knee to ankle section during a saphenous vein harvesting procedure, there was no co2 entering the tunnel causing it to collapse. Insufflation could not be achieved with a second device. To complete the procedure and retrieve the vein, a 10-11cm incision was made. No additional pt complications were reported by the hosp.